Event description:
It has been reported to philips that the c-arm geometry movements could not be performed normally. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) received information that c-arm movement was abnormal, could not be adjusted normally. It was found that, in the previous repairs, the customer took help from third party repair service. The fse was unable to retrieve any additional information regarding the reported issue except that the auxiliary geometry module was replaced. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) received information that c-arm movement was abnormal, could not be adjusted normally. It was found that, in the previous repairs, the customer took help from third party repair service. The fse was unable to retrieve any additional information regarding the reported issue except that the auxiliary geometry module was replaced. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. The serial number, manufacture date, reporting address line 1 and the reporting address city have been updated.